Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the cable intermittently function. They were tested with a control, known good transmitter, trunk cable and finger probe. No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. External inspection revealed no physical damage to cable and connector. The cable failed functional testing, bending the cable showed loss of signal due to interruption of electrical pathway from the bic to connector on the sensor side. Bending of the wiring on the 5 pin connector results in no change. X-ray analysis was unable to show damaged, incorrectly connected or broken wiring. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.